Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the patient has difficulty charging her ipg. The patient's ipg location is not within reach for the patient to easily position the wand or antenna. Surgical intervention is pending to address the issue.